Event description:
Arthritis right knee [arthritis]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding a (B)(6) female pt, initials (B)(6), who experienced arthritis of the right knee after starting synvisc. The pt's medical history is significant for gonarthrosis. On (B)(6) 2011, the pt received her first injection of synvisc (location not provided). Between the date and (B)(6) 2011, the pt began experiencing arthritis of the right knee. As of (B)(6) 2011, the pt's symptoms had alleviated. The hcp assessed the event of arthritis of the right knee as serious, being medically important, and definitely related to the synvisc treatment. The product lot number was not provided. At the time of this report, the outcome of the pt was recovered. Additional information was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.